Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that since she started back on her pump 24 hours ago, her blood glucose (bg) levels have been running high between 14-20mmol/l with severe lethargy. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that she took a pump holiday for two months. The patient confirmed she just wanted a break from the pump and was not related to any malfunction. She has been on multiple daily injections for two months. The patient removed site in the last 24 hours and confirmed the cannula was straight. No site issues to report and no signs of site intolerance. The patient stated that her doctor increased her basal rate to 3.000u / hr yesterday. The time/date were set correctly in pump. Basal rate program is correct. The patient stated that she expected to see her pump count down as the basal rate was being delivered through the night. The patient stated this was not occurring. The patient stated that the home screen was showing 150 units in cartridge and about 6 hours later it was only showing 147units. During this call - currently the home screen is showing 150 units. Asked pt to disconnect and prime. She primed 5 units. Home screen did not count down and it is still reading 150 units following the prime. The patient verified seeing drops from end of tubing. This report is being made due to the insulin on board issue.

Manufacturer narrative:
Follow-up #1 date of submission 09/18/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that a cartridge with approximately 100u was filled and recognized correctly by the piston rod. A 10u normal bolus and a 10u audio bolus were performed successfully. The pump correctly calculated the remaining units 90u and 80u after each bolus. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specification. Investigators were unable to duplicate inaccurate remaining insulin complaint during the investigation. Unrelated to the complaint, the display lens was scratched.